Event description:
Patient admitted to the emergency room due to ventricular tachycardia episodes. An episodes review has with an orchestra , the physician said the ICD is programmed in vvi without pressing any button in vvi security mode with 5v output, having to reprogram them manually to the initial mode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.